Manufacturer narrative:
The report the ipg was at its end of life was confirmed. The device was returned with a depleted battery. After the device was recovered, it functioned as intended. The device had reached its end of life. Based on most recent patient settings, the device depleted normally. The cause of the event is consistent with normal depletion. As the issue was due to normal battery depletion, it does not meet reportability criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was explanted and replaced with a new ipg on (B)(6) 2019 due to ipg reaching end of life. Patient received low battery warning two months prior to the ipg replacement. Reportedly, therapy was restored postoperatively.